Manufacturer narrative:
Phone (B)(6).

Event description:
During testing of the central processing unit (cpu) printed circuit board (pcb), the test ventilator generated an error related to a ventilator inoperable condition. There was no patient connected to the device at the time the event occurred.